Manufacturer narrative:
External insulation abrasion was noted at 9.8 - 10.4 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at this/these location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room. The lead was found to have an insulation anomaly. The lead was explanted and replaced. Patient was stable post procedure.